Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The transfer relay was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed transfer relay and determined that the root cause of the reported failure was that the wire 10 lug connection to the high voltage arm button was arcing on charge and therefore was unable to charge energy.

Event description:
It was reported by the customer that the defibrillation energy charge function on the device was not operating properly. There were no reports of patient use associated with the reported failure.